Event description:
Implant loss due to pain caused by temporary restoration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, chemotherapy around time of implant placement, immediate implantation, pain ((B)(6) are same patient).